Event description:
It was reported that a patient underwent a laparoscopic intra-peritoneal onlay mesh, ipom, placement to repair a hernia on (B)(6) 2012 and mesh was used. The patient developed a visible bulge and underwent a reoperation on (B)(6) 2012. During the reoperation, the surgeon found that the mesh was torn at the edge, semicircularly. During the reoperation the mesh looked slushy. There were a few neoperitoneum adhesions that were removed. A different mesh was placed with protacks during the reoperation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01009. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. No tear was identified in the mesh.